Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 141 millimeters (mm) from the terminal pin. Two segments were returned; a terminal end segment and a tip segment totaling a length of 645 mm. All fillars appeared to be cut. The proximal spring was stretched. The distal end of the proximal spring and the proximal end of the distal spring were separated from the lead body insulation. There were multiple places of surface abrasion on the proximal segment of the lead. The is-1 ID tag was cracked and showed signs of movement. There was also a deep surface abrasion approximately 162-170 mm from the terminal pin. Detailed analysis discovered two fractures in the rs- conductor coil approximately 171 mm and 174 mm from the terminal pin which were just distal to the surface insulation abrasion noted. This portion of the lead would have most likely been located within the pocket area. The proximal end of the lead showed that the lead terminal legs had a 90 degree bend in them, meaning they were likely bent back sharply around the can. It appeared that the damage was most likely the result of lead on can or lead on lead interaction within the pocket area, coupled with movement. These findings could have contributed to the clinical observations.

Event description:
The lead was returned for analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room. The patient reported receiving shock therapy. Device interrogation revealed noise on the lead that was being oversensed, leading to inappropriate therapy. Loss of capture (loc) was also observed. The patient underwent a lead revision procedure. A tug test was performed which showed the lead to be solidly in the header of the device. The lead was extracted and replaced. There were no additional adverse patient effects.